Event description:
It was reported that following a coronary artery stenting procedure the patient experienced stenosis and required a target vessel reintervention (t.v.r.). The index procedure was performed on the mid left anterior descending (mid lad). The lesion was pre-dilated using a 20mm balloon (8 atms). The physician treated the lesion by implanting a 3.50x20mm taxus express2 study stent. The lesion was not post-dilated. Ivus was performed which confirmed that the taxus express2 stent was implanted properly. Residual stenosis became 0% and timi flow 3. The patient was discharged on panaldine and bayaspirin. In 2008, the patient required a tvr treatment for stenosis. The patient stayed in the hospital. In the opinion of the physician the tvr is not related to the taxus express2 stent. Additional information has been requested without success.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root case is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.